Event description:
It was reported that a pump alarm was heard and was confirmed by telemetry. The patient began to hear the alarm approximately 2013 (B)(6) or 2013 (B)(6) and stated the alarm was a ¿faint beep¿. The patient remembered hearing a single beep and was not sure whether it was something in her house or the pump. The alarm had been occurring for several days and on the morning of 2013 (B)(6) the alarm began to sound like a european car and would beep every ten minutes. The patient had never heard the alarm before. The pump had been refilled approximately 1.5 weeks prior to the report and was not due to be refilled until 2014 (B)(6). It was noted that the patient¿s doctor was gone over the holiday season. The patient saw a doctor on 2014 (B)(6) who checked the pump over. Per the pump logs the alarm was due to empty reservoir; however, when the doctor aspirated the pump reservoir he pulled out 14ml of medication. The pump had not alarmed since this. The patient stated, she was not sure whether she was getting all of her medication. The doctor wanted to see the patient again in 1 week to again check the pump. The patient noted that she was also taking oral medications for breakthrough pain since she had pain for the previous 2-3 days. The patient had developed increased pain and was unsure if it was weather related, so the doctor prescribed her the oral breakthrough medication. The patient also noted that she had lost (B)(6). The doctor had stated that if the alarm was to occur again the pump may need to be replaced. The device system delivered dilaudid and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711, lot# j11345r18, implanted: 2003 (B)(6); product type catheter. (B)(4).